Manufacturer narrative:
Given the nature of the alleged incident, the device, could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the root cause of the adverse event cannot be concluded, and the device had no influence on the event. Some patients can be genetically predisposed to the post-surgical development of excessive scar tissue and inflammation. Scar tissue and inflammation are known complications of joint surgeries and are related to the procedure and not the device. The patient history of multiple knee surgeries cannot be ruled out as a contributing factor to her excessive scar tissue and inflammation. The patient reported a titanium allergy; however, specific implant identification nor lab reports were provided. The patient impact is determined to be additional surgery and medication treatment. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2023, the patient experienced excessive scar tissue formation and fluid build up. The patient's knee was drained several times and also an arthroscopy was performed on (B)(6) 2025 to remove scar tissue, followed by daily physical therapy. The patient now has fluid accumulation again and was recently prescribed celebrex for inflammation, but she has noticed no changes. The patient discovered she was allergic to titanium after two failed dental implants.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: a4, b5, b7, e1 and h6.

Event description:
It was reported that, after a tka surgery performed on an unspecified date, the patient experienced excessive scar tissue formation and fluid build up. The patient's knee was drained several times and also an arthroscopy was performed on (B)(6) 2025 to remove scar tissue. The patient now has fluid accumulation again and was recently prescribed celebrex for inflammation. It is unknown if any other surgery has been scheduled.

Manufacturer narrative:
H11: internal complaint reference case( B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.